Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose was high and the patient was treated with bolus via pump. No further information available.